Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a trial procedure to implant the patient's lead, the physician experienced difficultly placing the lead due to patient's anatomy. It was reported the lead would move anterior. After multiple attempts to place the lead, a cerebrospinal fluid (csf) leak occurred. As a result, the physician decided to abandon the procedure. It was noted the patient was asymptomatic post-op and no intervention was taken for the csf leak.